Manufacturer narrative:
E1- initial reporter city: (B)(6).

Event description:
It was reported that speed was unstable. A 1.50mm rotapro was selected for use. During insertion into the patient, the rotation speed was unstable. The actual rotational speed was faster than intended and would spin at 250,000 rpm. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device analysis findings: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. After destructive testing was performed, it was found that the turbine was corroded by dried saline, indicating saline infusion during attempted use. During device-to-device interaction test, testing was performed by attempting to rotate the drive shaft, and the drive shaft was not able to be rotated. Then the advancer was connected to the console control system and liquid infusion was performed. Liquid could be seen flowing through the device and a steady drip from the distal end of the sheath was observed. When the foot pedal was pushed, the advancer did not get any speed, and a stall error was displayed on the console. In order to determine the reason for the device stall, the advancer was dismantled and the components inside the advancer were inspected. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of speed too fast (unstable) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported event indicated that the device rotation speed was unstable. Product analysis did not confirm the reported events, as dried saline is not an expected factor during use of the device within the procedure, no other damages or defects within the device were identified during destructive testing, and clinical circumstances were not able to be replicated. E1-initial reporter city: (B)(6).

Event description:
It was reported that speed was unstable. A 1.50mm rotapro was selected for use. During insertion into the patient, the rotation speed was unstable. The actual rotational speed was faster than intended and would spin at 250,000 rpm. The procedure was completed with another of the same device. There were no patient complications.